Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. As a result, the customer experienced a persistently elevated blood glucose (bg) level that was displayed as "high", although specific values were not provided. The customer addressed their bg with a correction bolus. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.